Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was unable to be implanted due to repeated dislodgements. When taking the device out of the patient, the rep noticed that the leads insulation was twisted around the lead. Lead was replaced, patient was asymptomatic.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.